Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap hernia repair, the surgeon had a hernia tacker in a trocar and in the process of using the tacker and the trocar cannula on the extracorporeal (outside) side of the patient, it snapped and broke in two. The trocar was removed and replaced with a new trocar and there were no adverse patient consequence.